Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4). ** the initial MDR for this complaint record was originally submitted on (B)(6) 2016 via usps. Due to e-submitting requirements, it was returned for resubmitting. Device is unavailable for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure . During the procedure, it was noted the tip of the applicator was bent. The tip remained fully attached to the applicator shaft. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.

Manufacturer narrative:
As the reported disposable device was not returned, angiodynamics's unable to perform a device evaluation. The customer's reported complaint description of the tip being bent cannot confirmed as the sample was not returned. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. A potential contributing factor could be lateral forces on the applicator tip during the procedure. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.